Event description:
Information received by medtronic stated that the cracked in battery side compartment and insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
Sw unknown, retainer ring = black. Customer returned pump for an alleged moisture exposure and crack at the battery compartment. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. Confirmed cracked case corner of the belt clip rails near the battery compartment. (B)(4).